Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the remaining foreign material could not be specified. The foreign material could not be identified from the obtained information. The event can be prevented by following the instructions for use in chapters: "-visually inspect the control section for excessive scratching. -visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. -immerse the distal end of the insertion tube in sterile water and depress the suction lever. Confirm that water is continuously aspirated into the suction bottle of the suction pump." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed; the under grip of the venting connector was found to be deformed instead. The presence of foreign material was also confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the tracheal intubation fiberscope leak cap was deformed. Upon inspection and testing of the returned device, it was noted that a foreign object came out of the suction channel due to insufficient cleaning. There were no reports of patient involvement associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.